Manufacturer narrative:
Findings: pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test. Unit was received with cracked case at display window corner, minor scratched lcd window and broken reservoir tube lip.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 565 mg/dl. The customer did not mention any symptoms of their blood glucose levels. Customer said his endocrinologist took his insulin pump and advised him that the reason for his high blood glucose levels was due to the device not working. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.